Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped and the display screen is broken. The customer's blood glucose reading was 86 mg/dl at the time of incident. Troubleshooting found that the customer is unable to read the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.